Event description:
The hcp reported, the paitent was experiencing a return of symptoms and withdrawal from bupivicaine and fentanyl. An x-ray was done, and it was determined the catheter was dislodged. The catheter was explanted and replaced. The patient is reported to have recovered without sequela.